Manufacturer narrative:
The reported event of noise, pacing problem, and abrasion were confirmed. A complete lead was returned in two pieces. Visual examination found insulation abrasion exposing the outer coil. Electrical testing did not find any internal shorts or conductor fractures. X-ray examination did not find any other anomalies except those consistent with procedural damage. The cause of the reported events was due to insulation abrasion exposing the outer coil.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right atrial lead was sensing noise, leading to inappropriate mode switches. The lead was explanted and replaced due to suspected damage. The patient did not experience any consequences related to the procedure.